Event description:
Customer contacted haemonetics (B)(6) 2008 reporting the orthopat machine's reservoir level detector leds remain illuminated even without the reservoir loaded. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the reported problem which caused the ccd c5 capacitor to become burnt. The issue was the result of a blood spill on the centrifuge. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under (B)(4).